Manufacturer narrative:
This is one event (cardiovascular) of two events reported for the same patient involving two separate products.

Event description:
The plaintiff's attorney alleged that the patient experienced cardiovascular events on unknown dates in (B)(6) of 2005 after the use of the product.